Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied three clips to the vessel but then on closer inspection, he realized they were not secure. With little effort he was able to pull formed clips from the vessel. He then opened a new device, however upon firing, the jaws of the clip applier were not closing simultaneously and the clips were not being formed properly. The surgeon opened a third clip applier and again the jaws of the gun did not close simultaneously and the clips did not form properly. To finish the case the surgeon opened a 10mm clip applier and finished the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): jaw/cam. Instrument b and c: batch # g9j51f, exp date: 12/07/2014; MFR date: 01/07/2010. The analysis results found that the el5ml device (a) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due the found condition. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator did not show up completely. The analysis results found that the el5ml device (b) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due the found condition. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The analysis results found that the el5ml device (c) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due the found condition. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator did not show up completely. The batch record was reviewed and no anomalies were noted during the manufacturing process.